Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), after successful deployment of a 26 mm sapien 3 valve, while deflating the delivery system balloon, there was withdrawal of blood in the inflation device. The valve was found to be anchored firmly and paravalvular leakage (pvl) was found to be trivial. Therefore, post dilation was not performed and the procedure was completed. No patient injury was reported. After removing the device, a pinhole was found near the valve alignment marker, towards the handle side, which was covered by the flex tip during valve deployment. X-ray image was reviewed which showed the balloon was inflated more than 90%. It appeared the balloon was inflating in a slight trapezoid shape and mild leakage was observed between the flex tip and shaft. During device preparation, there were no abnormalities found on the balloon of the delivery system and no tool was used to remove the balloon cover. At the insertion of the device, there was a calcification in common iliac artery (cia) and resistance while passing the 14 fr esheath. There was no pre-dilation performed. The valve was expanded with nominal inflation volume.

Manufacturer narrative:
A procedural photo was provided by the site, in which leakage from the crimp balloon was observed. The delivery system was returned to edwards lifesciences for evaluation. During visual inspection, a pinhole was found on the crimp balloon. The balloon shaft was found to be cut, however, information from the site states that ¿during packing of the returned device, a commander delivery system was damaged by scissors on the shaft¿. The delivery system was functionally inspected attempting to inflate the balloon. Leakage from the crimp balloon and the balloon shaft was observed. During dimensional analysis, the crimp balloon double wall thickness was measured and was found to be within specification. Per the report, during preparation for a transfemoral tavr, there was no problem found on a balloon of commander delivery system, and no tool was used to remove the balloon cover during preparation. There was no note of abnormalities on the delivery system during device preparation. This suggests that there was no issue with the device when removed from packaging or while prepping the device for the procedure. Visual inspections and functional testing of the returned device confirmed both the leakage of the delivery system and the balloon. The patient¿s anatomy was moderately calcified and mildly tortuous. As the location of the pinhole is located near the thv crimp region, it is possible that interaction between the thv inflow struts and the crimp balloon may have resulted in damage to the balloon material. This may have happened during the crimping process or while tracking the system in tortuous anatomy. Therefore, available information suggests that patient factors (tortuosity) and procedural factors (improper crimping) contributed to the complaint. The following were reviewed for instructions/guidance for preparation and use of the devices: valve alignment: unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Check delivery system before valve alignment. If kinked, do not used. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Compression may be observed in the distal portion of the flex catheter during valve alignment. Diving may be observed between the thv and the flex catheter tip during valve alignment. Perform valve alignment in the straight section of the aorta. Thv deployment: check to ensure: thv is exactly between the valve alignment markers, flex tip is on the triple marker, balloon lock is locked. Perform thv deployment. Unlock the inflation device. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. DHR review did not reveal any manufacturing non-conformances that would have contributed to this complaint event. A lot history review revealed no other complaint relating to ¿balloon ¿ leakage.¿ complaint history review revealed other returned complaints for ¿balloon ¿ leakage¿, but no manufacturing non-conformances were identified. Review of complaint history revealed that the occurrence rate did not exceed the october 2019 control limit for the trend category ¿leakage.¿ the complaint for ¿balloon ¿ leakage¿ was confirmed based on the visual inspection and functional testing of the returned device. However, no manufacturing non-conformances were identified. Available information suggests that patient factors (tortuosity) and procedural factors (improper crimping) may have contributed to the event. Based on complaint history, DHR, and lot history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported events. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.